Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 406 mg/dl. The customer received a compromised force sensor system alarm while trying to prime the tubing. The customer could not exit the priming sequence. Insulin was squirting out during the manual prime process. The drive support cap was sticking out. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratched display window and cracked reservoir tube lip.